Manufacturer narrative:
Failure analysis confirmed that the insulin pump alarm motor error during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to constant motor error alarm. The insulin pump was received with moisture damage at electronic assembly. Analysis was unable to verify unexpected restart alarm due to motor error alarm. No missing reservoir tube o-ring. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unexpected restart and alarmed motor error. The customer's blood glucose reading was 300 mg/dl at the time of the call. The customer reported a motor error and an unexpected restart alarm. The customer stated moisture damage was from bathing with the pump. The customer mentioned there is fluid under the lcd screen and there have been some reservoir leaks. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.